Event description:
Healthcare professional reports "trace amount of peri implant fluid", "inflamed", and patient is "very worried and upset."

Event description:
Healthcare professional reported "cysts", "extreme pain", "trace amount of peri implant fluid", "inflamed", "very worried and upset", and rupture on the right side. Healthcare professional later reported "there appears to be silicone containing right axillary and internally mammary chain lymph nodes" via MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, g1, g2, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "cysts", pain, and rupture on the right side. The device remains implanted.